Manufacturer narrative:
Although the event date is unknown, it was reported that this event occurred ¿a few years ago.¿ upn: the complainant was unable to report the exact upn, the autotome rx sphincterotome was reported to be a dreamtome device. Lot: the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome was used in a procedure. According to the complainant, "the tip of the tome caused pancreatitis." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.